Manufacturer narrative:
This device is still in service. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had an infection which required treatment with antibiotics. This product is still in service. No additional adverse events were reported.